Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-jun-27. It was reported that the patient had irritation and pain around the battery pack. The patient attempted turning off the device, but the issue did not resolve. The caller said they have been trying to get in for an appointment, but their healthcare provider (hcp) keeps cancelling their appointments, so they have not yet gone in to see them. The caller called back stating they scheduled an appointment with their hcp. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that there was burning and aching around the incision/battery. The patient said that turning the stimulation off did not resolve the issue. No falls or electromagnetic interference were reported to cause the issue. The patient has an appointment with their doctor in 2 weeks to check the issue. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-jun-18. The patient stated that beginning maybe a few weeks ago they have pain around the area where the stimulator is placed. It is a combination of burning/aching type pain. The pain is the worst when they are sitting. The patient noted that they cannot sit like a normal person because they have a messed up tailbone so they cannot put pressure on it. They have a special seat with a deep cutout in the tailbone area and lumbar support. They normally put the seat on the couch and sit cross-legged on it as that is the best way for them to sit for any length of time. They feel the pain most while sitting on their chair in that position. It is already difficult for them to be comfortable when they sit so having this extra issue with pain is very troubling and depressing. They have an appointment with their healthcare professional (hcp) in about a week and would like to confirm that a manufacturer representative (rep) would be there. When they initially called patient services told them that they would need to contact their hcp to have a rep paged. The patient stated that it is difficult to get an appointment with their hcp recently because they are really swamped so they are worried that the hcp¿s office dropped the ball on getting the rep there and they do not want to have to wait any longer than the day of their next appointment to get an answer about what is going on. The patient noted that before this they would have an appointment every 31 days to see someone about their medications and getting trigger point shots in the back of their head for their migraines. The patient has been in pain for many years and their life revolves around various appointments and they cannot deal with extra pain, extra appointments, and extra issues. It was reviewed with the patient that they would have to contact their hcp to confirm that a rep would be at their appointment on the 29th at 3:30pm. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient. It was reported the patient's weight at the time of the reported event was (B)(6) pounds. They had met with a manufacturer representative on (B)(6)2017 who had added a setting to their device that was different from the one they had been using in order to get better overall pain relief as well as to cover the new pain they were experiencing at the battery site. It was noted the new setting had not worked for the patient. On (B)(6)2017, their doctor had them start using a topical cream to help alleviate their pain since the new program had not helped. The cause of the pain, aching and burning at the ins site was determined to be pain/discomfort that occurs at the battery site a year or two after having a surgery that involves installing a battery under the skin. Due to the pain in their tail bone, the patient has been using a special chair that is used when sitting on soft surfaces. When using the chair they usually need to sit cross legged (i.e., indian style) to be comfortable but still must alternate which leg they sit on because their legs fall asleep quickly. They noted it is difficult for the patient to be in that position especially when they are sitting on their right leg so they sit on their left leg more often. It was noted their left leg still hurts just not as much. They also reported that because they don't alternate consistently between their right and left leg when using their special chair, their back goes out much more often. No further complications were reported.